Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified, openings, crease fold, calcification on the surface of the shell 30%, color of the shell is brown, wear abrasion. Leak test was performed, and found opening on posterior and radius side. A microscopic analysis was performed which identify, a striated edge opening. The fill test inspection was performed, the result is no blockage. Based on the device analysis, the final assessment is: various striated edge opening on posterior and radius side assessed, as surgical damage.

Event description:
Healthcare professional reported, right side "deflation". The device has been explanted.

Event description:
Healthcare professional reported right side "deflation." The device has been explanted.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: device deflation.